Event description:
A pharmacist at the hospital, alleged the following event: "the device was implanted in 2007 in another hospital (B)(6) and had to be explanted because of a suspicion of an infection. But unusual bone tissue was found around the implant (an analysis by a pathologist is on going)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.